Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced brittle diabetes and the insulin pump kept shutting off. Customer¿s blood glucose level was unknown ta the time of incident. Customer experienced blood glucose values such as 41 mg/dl, 100 mg/dl and 90 mg/dl. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. Customer did not mention any treatments and symptoms related to low blood glucose level. The device will not be returned for analysis. Frn-unk-rsvr, unomed inf set, ozp-mmt-7020a ¿snsr.